Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was damaged beyond investigation. Analysis was unable to confirm the complaint regarding the buttons badly reacting. Moisture was also found in the pump.

Event description:
The distributor contacted animas alleging that the pump was reacting badly to button presses.